Event description:
It was reported that an intraocular lens (iol) inserted and removed during the same procedure. That the posterior haptic of the lens got stuck in the cartridge and broke during implantation. The anterior haptic had already been implanted in the patient's right eye, as well as the optic zone of the iol. The account checked the lens prior to loading, and it was fine. It was noted that the issue was not due to loading error. That the doctor did not change anything in his surgical routine, and he is a frequent user of the device. It was confirmed that tip of the cartridge or the body of the cartridge was not cracked or damaged. The replacement lens implanted was of the same model and diopter. The doctor had to slightly enlarge the incision for explantation of the lens. No other interventions reported. There was a 10-minute delay in procedure. The patient has fully recovered, and no injury reported. Best corrected visual acuity (bscva) pre-operative was 20/40 and bscva post-operative was 20/20. The cartridge is not available for return as it was discarded. No further information was provided.

Manufacturer narrative:
Section d6a. If implanted, give date: not applicable as cartridge is not an implantable device. Section d6b, if explanted, give date: not applicable as cartridge is not an implantable device; therefore, not explanted. Section d10: concomitant medical products: intraocular lens: model zkb00i0205, sn (B)(6); visco product: methylcellulose. Section e1: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 -incision enlargement. Section h6- health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: no product evaluation was performed on used product as the product was not returned. The manufacturing records for the product were reviewed and the product was manufactured and released in accordance with its release criteria. As part of the investigation, product evaluation was performed on unused samples from the same lot provided by the customer. Five (5) sealed units were visually inspected under magnification. Based on additional testing for unused units performed by the manufacturing site and multiple complaints received for this production order, a non-conformance was opened to investigate this issue and corrective/preventive actions will be taken as appropriate in accordance with standard operating procedures. Corrected data: in review, it was noted that an extra code " 4114 - device not returned" was inadvertently entered in the section h6 of the initial MDR report which should not have been entered as the correct code of "4115" had already been entered in that field; therefore, the information has been corrected in this supplemental MDR report. In review, it was also noticed that the concomitant device was inadvertently not entered in the section "d10" of the initial MDR report; therefore, the information has been captured in this supplemental MDR as indicated below: section d10: concomitant medical products: lens zkb00i0205, sn (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.